Manufacturer narrative:
The service rep performed the following: clean and revapor-proof test: several high load shots= ok system functions as intended.

Event description:
It was reported a noise was coming from the 9800 system. This was a possible arcing issue. No patient injury was reported.